Event description:
A plunger holder/track ii was received for repair of a broken plunger retainer. During in-house testing, the plunger holder/track ii caused a test fixture to fail to alert load syringe plunger. No patient injury or treatment was associated with this event.